Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was attempted to be implanted in the patient for the endovascular treatment of a thoracic aortic lesion. There was moderate calcification and slight tortuosity within the aortic vessel. Pre-dilation was not performed and no abnormalities were noticed during inspection prior to use. It was reported that, during the index procedure and when the delivery system was being prepared to deploy, it was discovered that the tip capture release handle of the delivery system was disconnected and could not be fixed. The physician elected to abort the procedure and the delivery system was removed without implanting the valiant stent graft. The physician could not determine a cause. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.